Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-06171, 07867, 07874 & 07875).

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012 due to infection and all components were removed and replaced with cement spacers. A re-implantation procedure was performed on (B)(6) 2012. Additional information provided indicates that revision procedures were performed on (B)(6) 2013 to remove and replace the polyethylene tibial bearings due to unknown reasons. A further revision procedure occurred on (B)(6) 2014 where all components were removed and replaced due to infection.